Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding explant details and recipient status will not provided due to hipaa. Should additional information be obtained, a supplemental report will be submitted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will reportedly not return for analysis. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company informed that the recipient's device was explanted. The recipient was reimplanted with another cochlear implant. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.